Event description:
The pt reported that in 2007, he experienced a partial and a complete separation of his infusion set tubing at the luer lock connection. The pt reported that his blood glucose values were affected. He stated that his blood glucose elevated to the 200 mg/dl range. He reported that he changed his infusion set and took insulin injections to bring down his blood glucose. The pt did not have any symptoms of the elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.